Manufacturer narrative:
Explant date: if explanted; give date: n/a (not applicable). The lens remains implanted. The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient has not been able to see clearly an intraocular lens (iol) implanted in her left eye. The patient has been going back and forth with her doctor and has been prescribed steroids, however, the medication has not helped. Through follow-up, it was learned that the patient has been experiencing blurriness since day one post-operative (op) and that the patient's back of the eye has been swollen/inflamed. The patient has confirmed there was no prior swelling issues before the lens implant. The doctor has informed the patient that the lens looks fine. Therefore, the patient has been treated with steroids to keep the eye swelling under control. No other treatments have been provided. The lens remains implanted at this time. No additional information was provided to johnson & johnson surgical vision.